Manufacturer narrative:
510k: this report is for two (2) unknown 5mm locking screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient was implanted with one (1) 12mm hindfoot arthrodesis cannulated nail, one (1) spiral blade, one (1) end cap, two (2) unknown 5mm locking screws, and one (1) unknown 6mm locking screw on (B)(6) 2017. On unknown date, patient developed avascular necrosis (avn) and non-union. Patient was returned to surgery on (B)(6) 2018 where all hardware was removed. Patient was revised to one (1) 4mm cannulated screw and one (1) 6.5mm cannulated screw. Surgery was completed successfully with no delay. Patient status reported as stable. This report is for two (2) unknown 5mm locking screws. This is report 4 of 5 for (B)(4).